Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. A 4.5 cm cuff was added to the existing system. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.